Event description:
Procedure type: hernia. According to the reporter: one month post-operatively, the pt developed an allergic reaction. The pt experienced bumps on abdomen spreading, redness, and inflammation.

Manufacturer narrative:
(B)(4).